Event description:
Suture breakage. Japan affiliate reports suture breakage. There are no reported adverse consequences to a pt. Note: outcome to pt does not denote adverse event. MDR regulation of 7/31/96 requires reporting of incident once medical device family initially reported assuming incident could recur.

Manufacturer narrative:
One opened packet of product code 8935h from an unidentified lot and one loose, partial unidentified suture. The sutures were examined. The single suture of product code 8935h showed no signs of suture splitting. The loose, partial sample was idenfified to be a single laser drilled sh-1 needle attached to a partial stand of 3-0 prolene. This sample showed a split suture that started at the needle swage. This indicates that the split suture was caused by "suture chipping" at attachment. The force of the swage partially cut into the suture causing it to peel away. This suture was swaged with a single die that has been removed from the mfg operation since corrective action has already been taken with regard to the suture; no further investigation was conducted.